Event description:
Set received for case was sent with wrong k-wires in it; k-wires were too long and didn't have the laser calibration markings on it. There was a 10 minute delay in surgery as a result of the physician needing to figure out exactly what measurement(s) the laser markings had to be placed at, in order to calibrate instruments to implant specifications after calling manufacturer.

Manufacturer narrative:
The device involved in the reported incident not expected to be returned for evaluation, however an investigation has been initiated based upon the reported information.